Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's pacemaker revealed premature battery depletion. No additional electrical malfunctions were noted. The pacemaker was explanted and replaced on (B)(6) 2022. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device was received with voltage at elective replacement indicator (eri) level. Analysis of device image indicated autocapture was enabled, when automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomalies, with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds projected longevity based on average current drain indicating normal battery depletion.